Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data was collected from the device and analyzed. Charge circuit problem (tachy) noted one patient alert for charge circuit timeout on (B)(6) 2011 and one patient alert for long charge time equal to 29.73 sec on (B)(6) 2011. Oversensing was noted with 42 ventricular non-sustained tachycardia less than or equal to 210 ms on (B)(6) 2011, 25 ventricular fibrillation less than or equal to 210 ms average v-cycle on (B)(6) 2011, 3 ventricular fibrillation less than or equal to 200 ms average v-cycle on (B)(6) 2006. Interference/noise was noted with ventricular short interval count (v-sic) equal to 2994 counts, in 0.10 day, on (B)(6) 2011. The device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the device was at elective replacement indicator and had a charge circuit time out. The device was explanted and replaced. No patient complications have been reported as a result of this event.